Manufacturer narrative:
The proximal section of the catheter was returned for evaluation with approx 11.8cm of the distal segment missing. The amount of onyx (liquid embolic) reflux was reported to be 2cm (per IFU warning, "do not allow more than 1 cm of onyx to reflux back over catheter tip"). When the amount of reflux is greater than 1cm, this can lead to catheter tip entrapment and during withdrawal, catheter separations can result.

Event description:
Treatment of a cerebral avm. It was reported the avm was treated with 1.5cc of onyx for 45 mins through the ultraflow catheter with 2cm of onyx reflux. Upon removal, the catheter separated at approx 10 cm from the distal section and the broken segment stayed in the artery. No pt deficit reported.